Event description:
The following has been reported: biomed reported: pump "alarming service needed" on sticky note on the unit. No patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a downstream air sensor failure. Device was infusing normally during testing. The pump was reverted to manufacturing mode and was able to repeatedly detect air and fluid successfully in admin set ID test.